Event description:
It was reported that the instrument would have caused an incorrect cut if used. The surgeon reverted to standard instrumentation; however this caused an extension of surgery time of between 30 and 60 minutes.

Manufacturer narrative:
The affected product was not returned for evaluation. A review of device history record shows no issues. No product was returned, therefore no dimensional investigation could be conducted. Engineering investigation determined that there are several over-segmented slices on both medial and lateral plateaus (37, 38, 11- 20). Moreover, slices 15 - 17 were under-segmented on the tibia shaft. Varus/valgus alignment appears to be done correctly. The 3d bone model of the tibia aligned accurately to the x-ray raster image. However, there was slight mismatch between the middle and bottom x-ray images. The mismatch could have potentially led to mal-alignment. It was not mentioned in the complaint whether the block fit well on the bone. The diagnostic center will be notified about the x-ray issues and asked to correct for future cases. The designer will be notified of segmentation issue.